Manufacturer narrative:
Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the device it was observed in posterior view an area of missing material measuring approximately 1.1 cm x 2.4 cm in addition shell abrasion was noted in the edges of the missing material, also two ruptures (a and b) were observed in posterior view, tear a measuring approximately 3.1 cm and within rupture shell abrasion was found, tear b was located between patch and shell. Microscopic examination was performed on tear b and no evidence of instrument damage was observed. No other anomalies were observed. Shell abrasion is defined as a material separation occurring in the smooth layer and can eventually progress through the shell of smooth devices resulting in a tear at a later date. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.   Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 325cc mentor smooth round moderate profile memorygel breast implant experienced left sided symptomatic rupture and right sided silent rupture post procedure. The left sided symptomatic rupture was confirmed by a mammogram on an unknown date. The right sided rupture was confirmed during explantation surgery. As a result, patient underwent bilateral removal and replacement with 350cc smooth round moderate plus profile memorygel breast implants on (B)(6) 2019.